Event description:
It was reported that before use, the device experienced technical failure 316 "blower failure" and technical failure 545 "insp valve value out of range". Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation. G4. PMA/510(k)# - the device is a similar device marketed in foreign countries and is not marketed under the 510k.